Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a system check and the pump and infusion set tubing functioned as intended. The customer pulled out the cannula and there was no damage noted. The customer's blood glucose (bg) level was 317 mg/dl. The customer changed the supplies on the pump and a bolus of insulin was delivered to address the bg level.